Event description:
It was reported that a person with diabetes (pwd) had not been receiving any insulin. After speaking with her trainer, they had been advised to remove the infusion set, and upon removal, had observed that the cannula had appeared sideways. After changing the administration set, the pwd had woken up feeling unwell. Upon changing the site, it was observed that the cannula had been bent. The pwd went to the emergency room and had been diagnosed with dka (diabetic ketoacidosis) and had been their first episode of dka. The event did affect patient care but there was no injury to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.